Event description:
The device was attached to a pt using disposable defibrillation electrodes. The operator observed the pt's ECG displayed on the monitor to be asystole. Asystole was also observed using the pt cable in lead ii. Following the use of the device, the code summary event report was printed and displayed a ventricular fibrillation ECG rhythm. The operator reported that the ECG data printed in the code summary report is not what was displayed on the monitor. The pt's outcome was not reported.